Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that nearly 2 years after the dental implant and full upper were placed in the mouth, the implant lost integration in type I bone. Clinician reports dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 2 years after the dental implant and full upper were placed in the mouth, the implant lost integration in type I bone. Clinician reports dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported complications.